Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the sample and there was no leakages. The batch review was performed and no deviations were found. The drop size delivery of the set was tested and passed. It is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer stated that the set was leaking reclast medication at the y-site. This clearlink set was connected to the reclast vial. This reported condition occurred during setup. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter product surveillance of a clear link set that was punctured and leaking at the y-site closest to the drip chamber. This reported condition occurred at an unknown process step, and there was no patient injury/medical intervention reported. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.